Manufacturer narrative:
Photo received for investigation. Through visual inspection, cracked barrel is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd solomed¿ syringe barrel cracked. The following information was provided by the initial reporter translated from portuguese to english: "last friday I went to apply cyclofemine to a client and, when I aspirated the medicine, the syringe was cracked, leaking the aspirated content. The syringe's packaging was intact, with no dents, tears, etc. The pharmacy had to give the client a new syringe and new medication."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.